Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified de novo left descending artery (lad) that was 80% stenosed. The lesion was pre-dilated with an unknown balloon at 8 atmospheres (atm) and a 3.0x23mm xience xpedition was successfully implanted. Upon removal of the stent delivery system a dissection was noted at the distal end. A 2.75x12mm xience xpedition was used to treat the dissection. No adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.